Manufacturer narrative:
It was further reported that no obvious damage was observed in this case as the patient claims not to have dropped the device nor used excessive force on it. It was noticed that power sources easy became disconnected with a tug on any power cable in either port 1 or port 2. Power sources did not seem to be locking properly and this led to several double power disconnects at home. The coordinators agreed that the power easy came out of the controller. The patient was re-educated on connections. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. However, log files revealed occurrences of critical battery alarms, a power disconnect alarm and switching events prior to the 25% threshold. These alarms and premature switching events are most likely due to communication anomalies between batteries and controller. The reported event could not be confirmed during testing; no mechanical issues were found during testing. The most likely root cause for the critical battery alarms, the power disconnect alarm and the premature battery switching can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .

Event description:
It was reported from the site that the patients "power connections were loose on the controller, regardless of power source." Patient had an "elective controller change which was tolerated well with no issues." No additional information provided. Investigation is ongoing.